Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report a diagnosis of corneal ulcer while wearing the acuvue oasys for astigmatism brand contact lenses (cls). On (B)(6) 2018, the pt reported irritation, redness, and pain in the right eye (od), after 1 week of wear. The pt used an over-the-counter eye drop, moura brasil. Later that evening, the od became swollen, more painful and the pt noticed a ¿little white ball¿ on the right side of the od. On (B)(6) 2018, the pt went to the hospital and was seen by a general physician who did not prescribe any treatment but advised the pt to consult with an eye care provider (ecp). On (B)(6) 2018, the pt went to an ecp and was diagnosed with a corneal ulcer od and was prescribed maxitrol every 3 hours, regencel cream every 3 hours for 12 days, and the pt was advised to discontinue cl wear. The pt reported that od vision and symptoms had improved after 5 days of use of the medication, however the pt reported still experiencing od reduced vision and cloudy vision. On (B)(6) 2018, the pt reported a return visit to the ecp and was prescribed vigamox every hour until the return visit on (B)(6) 2018; maxitrol and the regencel were discontinued. The pt reported that od vision is better, but still blurry and that the ecp does not believe the pt will have any permanent vision loss. The pt has a 2-month replacement schedule with daily use and uses renu solution to disinfect the lenses. On 19jul2018, additional medical information was provided by the pt: the pt reported on (B)(6) 2018 ecp visit, the od had not improved and is experiencing a lot of pain. The pt was advised to continue vigamox every hour and prescribed mydriacyl (tropicamide) every 12 hours until the return visit on (B)(6) 2018. The pt reported a diagnosis of ¿bacteria in the eye¿. An email was received from the pt with an attachment of a prescription dated (B)(6) 2018 for vigamox 1 drop every hour od until return; an attachment dated (B)(6) 2018 of a prescription for tropicamida (anticolorgenic), 1 drop every 12 hours as needed for pain; an attachment with a picture of the suspect of the lot number. On 20jul2018, additional medical information was provided by the pt: the pt had a return visit to the ecp on (B)(6) 2018 and was prescribed besivance 4 times daily for 14 days; vigamox every 2 hours until the return visit. The pt reported a follow-up visit on (B)(6) 2018 with a different ecp. The pt reported using the besivance today and can open the od ¿a little better¿. The od vision is still blurry and painful. On 24jul2018, additional medical information was provided by the pt: the pt reported visiting an urgent care on sunday due to severe pain in od and the pt was advised to visit a different hospital. The pt went to consult with a private ecp specialist instead, who changed the eye drops again (unspecified). The pt reported that the ecp specialist stated that the pt does not have an ulcer, but a ¿rare type of bacteria¿ which the ecp believed to be acanthamoeba. On 25jul2018, an email was received from the pt with an attachment of a prescription dated (B)(6) 2018 for amphotericin b to be used every hour; an attachment of a prescription dated (B)(6) 2018 for atropine, 1 gtt od 2x daily; an attachment of a note from the ecp specialist dated (B)(6) 2018 stating, the pt ¿has severe corneal ulcer, suspect acanthamoeba, I recommend her being referred to hcrp with extreme urgency¿. On 27jul2018, additional medical information was provided by the pt: the pt reported that treatment with amphotericin b every 2 hrs, atropene 2x daily and vigamox every 3 hrs began on (B)(6) 2018. The pt reported being seen at the referred hospital by a different ecp who still suspected acanthamoeba and stated that the pt had a 40 percent improvement in the condition of the od and will have a scar. The pt reported od vision is still cloudy, but less painful. The pt reported a current treatment of amphotericin every 2 hours, vigamox every 6 hours, and atropine before bed. The pt reported a follow-up visit on (B)(6) 2018. The pt denied swimming or showing in cls, reported only washing cls and case with renu solution, and wears lenses 12 hours daily. On 01aug2018, additional medical information was provided by the pt: the pt reported that the ecp is still suspecting a diagnosis of acanthamoeba. The pt reported that the prescribed amphotericin use was changed to every 4 hours and vigamox every 6 hours until the next return visit on (B)(6) 2018. The pt reported that no biopsy was performed. The pt reported still experiencing blurry od vision, photophobia, continuous discomfort and extreme pain when administering medications. On 08aug2018, additional medical information was provided by the pt: the pt reported that a biopsy was performed at the visit today, and the ecp who consulted with the pt was not certain that the diagnosis was acanthamoeba but suspects a fungal infection. The pt was prescribed amphotericin every 2 hours until the return visit on (B)(6) 2018 and cetoconazol 200 mg tabs, every 12 hours for 7 days. The pt reported that the ecp stated that the pt¿s visual acuity has improved, and the ulcer is smaller. Additional medical information has been requested, but not yet received. The suspect od cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00phmc was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 14aug2018 a call was placed to the patient (pt) and additional information was obtained: pt reported a visit to the eye care provider (ecp) on (B)(6) 2018 and advised the od was improving slowly. Pt was prescribed cicolato eye drops to assist with pain. Pt reports the vigamox was discontinued last week. Pt taking cetoconazol 200 mg tabs q 12 hours. Pt advised to continue using amphotericin b q2 hours until the followup appointment on (B)(6) 2018. Pt stated the biopsy results were not available. Pt has been unable to fill the amphotericin due to medication shortage. Pt stated last dose was on sunday night. Pt reports continued pain and photophobia. A call was placed to the pts treating facility, but no additional information was received. On 17aug2018 a call was placed to the pt and additional information was provided: pt reported a ¿surgery¿ this morning; received an injection in the od as the pt was unable to obtain medication. A followup visit was scheduled on monday. Pt reports eye pain. On 21aug2018 the pt called to provide additional information: on (B)(6) 2018 the pt had a followup appointment and the od was injected with amphotericin b. Pt had a followup on (B)(6) 2018 and advised to return on thursday if the pt had increased pain, redness, or cloudy vision otherwise the pt will return on (B)(6) 2018 for an additional injection in the od. The ecp told the pt the od condition had improved, the visual acuity had improved, but not 100%. Pt reported od burning. The biopsy results were not available. Ecp reported they are not sure of the diagnosis, possible acanthamoeba or ¿fungus¿. On 22aug2018 an email was received from the pt: a card from the hospital with check in dates: (B)(6) 2018. A receipt dated (B)(6) 2018, for cetoconazol 200mg. A copy of prescription dated (B)(6) 2018 for cetoconazol, cetoconazol pill, 200mg, take one pill q 12 h. A prescription dated (B)(6) 2018 for tropicamida 1 gtt q 12hrs as needed for pain. A prescription dated (B)(6) 2018 for vigamox 1gtt q 1 hr od until return. A prescription: hcrp, dated (B)(6) 2018, amphotericin b, 2 vials, 1gtt on od every 2 hrs until return. Cyclolate, 1 vial 1 gtt od every 8 hrs. Prescription dated 01aug2018 for amphotericin b, 1 vial, 1 gtt od every 4 hrs. A prescription dated (B)(6) 2018 for atropine, 2 gtts od 2x daily. On 27aug2018 a call was received from the pt and additional information was provided: pt had a followup appointment today. Pt was advised the ¿the medication is still in the eye, does not know when the medication will stop working¿. Pt has a return visit tomorrow with a specialist for evaluation. The amphotericin b medication is still not available at the hospital. The biopsy results are not available. On 28aug2018 the pt called with additional information: pt went to the ecp today and was seen specialist who advised the od is 50% better. Pt advised that the eye drops are no longer effective. The ecp will administer 2 additional injections of amphotericin b. Pt has an additional followup appointment on (B)(6) 2018. The biopsy results are not available. On 05sep2018 the pt called with additional information: pt had a followup visit on (B)(6) 2018 and received an injection of amphotericin b in the od. Pt did not see the ecp during the visit. Pt reported a followup visit on (B)(6) 2018. Pt reported the od pain had improved. The biopsy results were not available and was advised it could take up to 3 months for the report. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Section h ¿ 6: code burning sensation 2146. Correction: on 10aug2018 in the initial MDR, the information reported from the pt on 24jul2018 was incorrectly reported as ¿the pt reported that the ecp specialist stated that the pt does not have an ulcer, but a "rare type of bacteria" which the ecp believed to be acanthamoeba¿. Correction: the pt reported that the ecp specialist stated that the pt does have an ulcer and a "rare type of bacteria" which the ecp believed to be acanthamoeba.

Manufacturer narrative:
On(B)(6) 2018 the patient (pt.) Called and additional information was provided: pt returned to the eye care provider (ecp) today. Pt has no pain, but reports redness od. Pt has a scheduled ¿procedure/surgery¿ for friday. Pt is unaware of what the procedure/surgery is at the time of the call. The biopsy results not available. On (B)(6) 2018 an email was received from the pt with an ecp note: ecp note dated 11sep2018: ¿patient above in cornea ulcer treatment of probable fungal etiology in the right eye. In use of cyclopentolate eye drops and subconjunctival amphotericin applications¿. On (B)(6) 2018 a call was placed to the pt and additional information was provided: the pt had a follow-up (fu) visit with the ecp on 14sep2018 and received ¿another injection with medication¿. The pt reported the od is extremely red and purple from the injection. Pt reported the pain is much better, but still has photophobia. The pt had a fu ecp visit on (B)(6) 2018. The od is healing and advised per the ecp to have an additional injection on (B)(6) 2018. The biopsy results were not available. On (B)(6) 2018 a call was placed to the pt for additional information: on (B)(6) 2018the pt had an injection in the od and has a fu appointment on (B)(6) 2018. The ecp advised the pt may need a total of 4 injections, but that will be determined at the fu visit. The pt reported the od is purple, sore and burning from the injection and continues to experience photophobia. The biopsy is not completed, but the ecp advised the pt it is a ¿fungus¿ in the eye. On(B)(6) 2018 a call was placed to the pt for additional information: the pt had a consult with an ecp on (B)(6) 2018and was advised that no additional injections are needed for now. The od continues healing and the vision is improving. The od is red and swollen from the previous procedure, but no pain. The biopsy results were not available. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018, the patient (pt) called to report the od pain. The pt has placed a call to the treating hospital but has not yet spoken to anyone due to local holiday. Pt is currently using the lacrifilm lubricating drops as previously recommended by the eye care provider (ecp). On (B)(6) 2018, the pt called to report an ecp visit on(B)(6) 2018, due to od pain. Pt was advised to continue using the lacrifilm lubricating eye drops every 2 hours during the day. Pt reported the ecp said there is a scar on the cornea and the probability of a cornea transplant is 70%. The pt is not scheduled to return to the ecp until (B)(6) 2019, no additional medical information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 12oct2018 a call was placed to the patient to follow-up on (B)(6) 2018 eye care provider¿s (ecp) visit and additional medical information was provided: the pt reported no further treatment was prescribed and the od is almost healed. Pt has a follow-up appointment in (B)(6) 2019 to determine if a corneal transplant is needed. Pt reports the od vision is cloudy, but can see well with glasses. The biopsy results are not available, but no fungus has grown. On (B)(6) 2018 the pt called to report a sharp feeling ¿deep in the od¿ along with a burning sensation. The pt will have a follow-up appointment tomorrow. Pt reported ecp advised the pt had a corneal scar as a result of the ulcer was caused by the use of contact lenses. On 01nov2018 the pt called and additional information was provided: the pt had an ecp exam on (B)(6) 2018 and was advised the od is fine. Pt was prescribed lacrifilm drops every 2 hours as needed for discomfort and burning sensation. The ecp advised the pt that the redness in the od will get better, but it will take a little while to resolve. The pt was advised to return for a follow-up appointment if needed. An email was also received from the pt on 01nov2018 with the ecp medical statement. The pt is under ophthalmic follow-up at the hospital since (B)(6) 2018. The pt entered service with keratitis in the od with prior use of ¿gelatinous contact lenses¿. A culture was collected that showed no growth of organisms. On presentation the ¿disease had clinical characteristics of fungal etiology, therefore treated with anti fungal drops and 4 subconjunctival injections of amphotericin b (last day (B)(6) 2018). It evolved with improvement of the infectious condition and formation of corneal leukoma¿. The pt is in outpatient follow-up and is scheduled for return on (B)(6) 2019. Evaluation performed (B)(6) 2018 the pt va with glasses is od: 0.4. ICD 10 h171, ¿other central cornea opacity¿. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Code 1793 corneal scar.